Event description:
It was reported that the patient presented with a right atrial lead that exhibited loss of capture. The lead was capped and replaced on (B)(6) 2025. The patient was in stable condition.